Event description:
It was reported by the sales rep that the patient experienced inflammation to the right knee after receiving an orthovisc injection. The sales rep stated that the patient had surgical intervention. The patient had an arthroscopic irrigation and debridement procedure. There were no patient consequences or delays. The case was completed without any issues.  Attached is the report for your review.